Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken main tube at the distal end. The proximal clevis was found to be dislodged as a result of the main tube breakage. There might be missing pieces from the main tube, but the size of the missing pieces cannot be confirmed. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument rotated and got caught in a bent position. The shaft of the instrument was slightly broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there were no reports of fragments falling from the device while it was used within a patient, and the patient has not returned to the hospital due to any post-surgical complications related to retention of foreign material. Although the instrument¿s wrist could not straighten and its shaft was damaged during removal from the trocar outside the body, any broken pieces were collected and returned to the manufacturer for evaluation. Since no fragments fell into the patient, further actions such as retrieval or post-operative monitoring for retained material were not necessary.